Event description:
MRI and xray images of patient (B)(6) not transferring to cd burner from vue pacs.

Manufacturer narrative:
On 21-november-2025 philips received a request of information on images that were missing since early 2024 on vue pacs. No patient harm, death, serious injuries have been reported the risk assessment has been performed indicating that this issue would not be likely to cause or contribute to a death or serious injury if this were to recur, however philips report this data loss issue as a conservative risk base approach. Technical investigation indicates that studies were deleted from satellite pacs as they were considered as backed-up to data center, although they were not backed-up. The issue was identified while the customer tried to burn a study on cd. This occurred because the studies were linked to a ¿dummy¿ dc location, which caused the autodelete mechanism to remove them under the assumption that they had been successfully backed up to the dc. In reality, these locations were considered ¿dummy¿ because the studies were never copied to the dc. The missing images cannot be recovered; however, the corresponding reports remain available. All systems within the customer network were reviewed to verify that no ¿dummy¿ locations exist that could cause the system to erroneously trigger an automated deletion operation.